Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was < 5 pg/ml with no data flag or alarm. This result was reported to the physician. The customer then found a fibrin clot in the sample, removed it, recentrifuged the sample, and repeated testing. The repeat result was 280 pg/ml. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation found the issue was due to the fibrin present in the sample. It is the responsibility of the customer to check sample for fibrin before testing.